Event description:
Patient was having a transanal hemorrhoidal dearterialization using the thd revolution and following the surgery was noted to have 6 small, superficial burns in the area surrounding the anus. These corresponded to where the light from the device was positioned during the procedure.